Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e111 and defective tesu board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fog free function error e104 and e111 due to defective tesu board was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited an error "fog free function err e104 contact olympus¿. The issue occurred during set up and inspection before patient in room. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fog free function err e104 contact olympus is caused by a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.